Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a device became stuck on the guide wire. A non bsc guide wire was advanced to the lesion located in the right external iliac artery. Predilation of the lesion was performed with other unspecified balloons and this 6.0mmx40mmx135cm sterling balloon catheter. The balloon became stuck on the guide wire during removal. The physician was able to successfully remove the balloon and guide wire as a unit. The procedure was completed with this non-bsc wire and sterling balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination of the returned device found there was no damage to the catheter. The inner diameter (ID) of the wire lumen was measured with a calibrated pin gauge set; the ID was .018", which is within specification. A .018" guidewire was loaded into the tip and completely advanced through the wire lumen without encountering any unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).